Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1n8lh, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was concerned about their lead moving with the changing of the bandage, but they were still feeling stimulation. They were also having a lot of gas, but their healthcare provider stated that there was no concern, symptoms fluctuate. Then after the trial was over, the patient stated that they had a numbness down their legs, and ¿it did not go away since the trial started,¿ ¿a day or two after the trial started, within a day or so.¿ the patient was still experiencing the numbness with the permanent ins. It was stated that they ¿whole right side of their leg from the knee up was affected at first;¿ they experience a pain like their leg is ¿coming back to life¿ but then their leg goes numb again. It was noted that the ins was on the left side. It was clarified that they can walk, but for the most part the leg is numb; a blood clot had been ruled out. Additionally, the patient reported that shortly after the trial started they experienced sharp pain; they had ¿pains in the upper part and then they went away and numbness had gone¿ but ¿it's still at the bottom half of their leg, the upper part of their leg and when pains occur it goes away the numbness is still there.¿ it was stated that the pain is like a jabbing type of pain which they had occasionally, once in a while, like they were being jabbed with a knife in one spot. The patient noted having great results for the first 2 days of the trial, but their symptoms returned after the second day. They had called the manufacturer representative who walked them through increasing stimulation. The patient could not remember if the numbness was before or after the adjustment was made. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient on (b)(6 reported since having the implant urgency and leakage had increased. The patient noted they had an appointment on (B)(6) with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.